Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from clinical study, healthcare provider via manufacturer representative regarding a patient with clinical ID (B)(6), and study ID - (B)(6). It was reported that during mmi imaging analysis, hardware loosening was observed. Patient was treated for 2 levels. There were no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that there is no revision surgery planned or scheduled for the removal of implant.